Manufacturer narrative:
(B)(4). Date sent: 11/8/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: "yes, the batter was damaged (as if it was swollen). The battery was stuffed". However, can you please clarify if you were referring to the cartridge itself as the event stated the "the load gave a swollen". Was the cartridge swollen? What was the product code of the device that the cartridge reload was being used with (pse60a, psee60a, etc.)? Or was it the battery of the powered device that was swollen? Additional information requested and received: we are seeking further clarification the response you provided. It stated in the event that the load did not staple and gave a swollen. What does swollen mean? I meant the load was ¿braised¿, ¿stew¿. Do you mean that the load was damaged/broken? If no, please explain. Yes, the battery was damaged (as if it was swollen). The battery was stuffed. Additional information requested and received: please clarify: it stated in the event that the load did not staple and gave a swollen. What does swollen mean? I meant the load was ¿braised¿, ¿stew¿.

Event description:
It was reported the load failed. It cut but not stapled, requiring the physician to make the suture with pds thread. When they observed the load they realized that in location that is not stapled the load gave a swollen. The patient left the surgery well and she was maintained in the ICU as routine. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2016. Batch # m55h46. Additional information: the sales rep. Informed the load stuffed. The used stapler was ec60a. The analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.